Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
Upon opening the neuron max, a kink was observed near the hub. The product never entered the patient and was discarded.